Manufacturer narrative:
The customer report of set leaking from a hole ¿tear¿ in the pumping segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a tear in the silicone segment directly below the upper fitment component. The tear was measured approximately 0.79 inches in length. Fluid was observed leaking from the tear. Functional testing was deemed unnecessary due to a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
It was reported that the heparin was leaking from the primary tubing set. The nurse noted a hole in the pumping segment of the tubing set. Patient was in a CT scan during an rrt. It was further confirmed during follow up, that there was a ¿minor¿ delay in patient care, however; this event did not contribute to, or result in a serious adverse impact to patient. Although requested, additional information has not been provided to date.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is an adult. Although requested, additional information was not provided.

Event description:
It was reported that the heparin was leaking from the primary tubing set. The nurse noted a hole in the pumping segment of tubing set. Patient was in CT scan during an rrt. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided